Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed discrepant elevated architect magnesium results while testing qc and patient samples. Initial elevated results retested within normal range (1.6 - 2.6 mg/dl). The customer stated that there has been three occurrences of falsely elevated patient results, but was only able to provide one example. An initial result of 6.4 mg/dl for patient sample ID (B)(6) retested at 2.4 mg/dl. No adverse impact to patient management was reported.

Manufacturer narrative:
The customer performed minimal troubleshooting and requested service to address the issue. The abbott field service representative (fsr) performed additional troubleshooting including syringe maintenance and replacing the poppet valve set. However, the ticket notes state "rebuilding syringes were performed as a precaution" and the poppet valve set was designated as the likely cause for the issue. An instrument service history review revealed no additional erratic or discrepant results reported on (B)(4). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of historical data for the part associated with this complaint revealed no adverse trend or systemic issues associated with the poppet valve set, list number 09d36-02. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.